Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 71272ud01. However, review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity regarding commonalities for lot number and issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lot 71272ud01. In-house testing was not performed because the likely cause lot had already expired. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and found to adequately address the issue. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I for reagent 71272ud01 was identified.

Event description:
The customer reported consistently falsely elevated alinity I stat high sensitive troponin-I results for a 18-year-old male patient. The patient has been tested several times since (B)(6) 2025 will all results being slightly elevated. The following information was provided: on (B)(6) 2025: patient was hospitalized due to elevated alinity I stat high sensitive troponin-I results. An echocardiogram indicated possible myocarditis. After treatment and discharge the troponin results remained elevated. On (B)(6) 2025: initial result = 0.187 ng/ml, peg = 0.006 ng/ml. The patient went to another hospital and was tested with other methods (roche and getein) which generated negative results. No impact to patient management was reported.

Event description:
The customer reported consistently falsely elevated alinity I stat high sensitive troponin-I results for a 18-year-old male patient. The patient has been tested several times since (B)(6) 2025 will all results being slightly elevated. The following information was provided: (B)(6) 2025: patient was hospitalized due to elevated alinity I stat high sensitive troponin-I results. An echocardiogram indicated possible myocarditis. After treatment and discharge the troponin results remained elevated. (B)(6) 2025: initial result = 0.187 ng/ml, peg = 0.006 ng/ml. The patient went to another hospital and was tested with other methods (roche and getein) which generated negative results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.